Manufacturer narrative:
According to the facility on multiple dates for multiple patients, "the interventional nephrology team completed a procedure and when they discarded the sterile table, they noticed the metal roll around table was soaking wet. This occurs at the end of the procedures. This means the liquid was able to soak through and contaminates from the metal table could have also soaked through. The physician gave the patient antibiotics after the procedure due to this faulty table cover. The patients were exposed to whatever could've soaked through the drape and they had to receive antibiotic. The procedures were completed". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on multiple dates for multiple patients, "the interventional nephrology team completed a procedure and when they discarded the sterile table, they noticed the metal roll around table was soaking wet."